Event description:
It is reported that the devices were implanted in 2009 and that the pt was revised eight months later due to infection.

Manufacturer narrative:
The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. In addition, before each mfg lot is released, the "certificate of processing" from sterigenics (sterilization supplier) is reviewed for conformance. This certificate lists the maximum, minimum, and actual gamma dose in kgy. Therefore, it is highly unlikely that the specified device caused or contributed to the pt infection. Cause cannot be definitively determined. Evaluation codes: no products was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.